Event description:
It was reported that there was a test failure. A icefx cryoablation system console was selected for use for this lung tumor cryoablation. During the procedure, there was a test failure on the console and the procedure was not able to be completed. Troubleshooting performed by the field representative on the icefx console with a demo icerod needle showed the needle passed pre-procedure testing, but the temperature never dropped below -90 celsius (expected to drop to -140 celsius). The system was flushed with low pressure argon gas for ten minutes, however, that did not resolve the reported issue.